Event description:
It was reported that allegedly the display segment was dim for nineteen large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 19 out of 19 returned boards. Physical inspection noted each board was performed and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 19 out of 19 returned lvp display board assemblies with dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the display segment was dim for nineteen large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.